Event description:
It was reported that the device was showing error code 41622. The event occurred during set up. The file is reportable based on the investigation findings flex assembly sensor not working.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device flex sensor, which was determined to be faulty, an issue that could result in a hazardous situation, therefore making this investigation reportable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The flex sensor circuit was replaced and the device passed all testing.